Event description:
The customer reported that the infusion set was changed the night before and the cannula inserted in her stomach was bent over, causing her blood glucose to rise over 700mg/dl. The customer went to the emergency room and she was treated with an insulin drip. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.